Event description:
Customer reports back to back testing on the same meter while using the active system with results of over 200 mg/dl and 80 mg/dl. No quality controls were run. No adverse event reported. Customer reports she no longer has strips; a replacement was sent.